Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient did not have their ¿own pulse, there was failure to pace, and the lead was possibly fractured.¿ it was also reported wave forms indicated there was failure to capture for pacing. The physician¿s impression was the cause of this was ¿possibly a problem of the myocardia.¿ the patient is deceased, and ¿ischemia was possibly suspected as the cause of death.¿